Event description:
It was reported that the patient underwent an initial anatomic left shoulder replacement. Subsequently, the patient experienced pain and a rotator cuff failure. As a result, the patient underwent a left shoulder revision approximately 4 years and 8 months after initial shoulder replacement where they were revised to a reverse shoulder replacement. No failure of the initial anatomic left shoulder replacement was reported. No further patient impact reported.

Manufacturer narrative:
D10: (B)(6); 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6); 300-20-02 - equinox square torque define screw drive kit. (B)(6); 300-30-07 - equinoxe preserve stem 7mm. (B)(6); 314-13-24 - equinoxe cage glenoid l, post aug, left. (B)(6); 315-35-00 - glnd kwire. (B)(6); 531-78-20 - shouldr gps hex pins kit. (B)(6); 310-02-47 equinoxe, humeral head tall, 47mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g4, h6. MDR section codes updated/corrected: b, c, d. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of rotator cuff deterioration and subsequent superior migration of the humeral head resulting in prosthesis wear of the glenoid component. The reason for the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.